Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. During the investigation the monitor failed a pulse test. The cause for the defective response buttons and pulse test failure was isolated to a contamination inside of the monitor. The root cause for the contamination was ingress of an unknown liquid. Device evaluation of monitor sn (B)(4) is underway. The reported problem (defective response buttons) was confirmed. Upon investigation the response buttons were non-functional. The cause for the reported problem was the defective response buttons. The root cause for the defective response button is underway. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor response buttons were defective.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is underway. The reported problem (defective response buttons) was confirmed. Upon investigation the response buttons were non-functional. The cause for the reported problem was the defective response buttons. The root cause for the defective response button is underway. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor response buttons were defective.